Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead dislodged to a lateral position when screwing the lead. The lead dislodgement was confirmed via fluoroscopy. The lead was not used and replaced during procedure. There were no patient consequences.